Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act, up and down buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went into the ocean and the pump is now alarming button error. Customer's blood glucose was 136 mg/dl at the time of the incident. Customer stated that the numbers were ramping up and down. Customer replaced the battery in the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.